Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft compromise could not be confirmed as no product or images were submitted for evaluation. A correlation between the device and the reported sepsis also could not be conclusively determined during this investigation. The submitted controller event log file (B)(6) 2021 to (B)(6) 2021. The file appeared unremarkable and the system appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the account about the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. It also lists the adverse events that may be associated with the use of the hm3 lvas, including sepsis. Section 5 ¿surgical procedures¿ contains information on the sealed outflow graft and bend relief. It instructs the user how to attach the outflow graft to the aorta, and how to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section also warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 ¿patient care and management¿ contains a subsection entitled ¿controlling infection.¿ it also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Heartmate 3 lvas patient handbook: section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's outflow graft obstruction is captured under MFR #: 2916596-2019-01633. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a sepsis diagnosis. Patient with known outflow graft compromise that required a higher rpm to clinically support 6900 rpm. Based on CT (computed tomography), significant compression within the proximal end of the bend relief was noted. The patient was sleeping connected to batteries so an abundance of low voltage alarms were present.